Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification) and missed piece of the shell assessed as to inconclusive. Additional observations: brown particles observed in the surface of the shell. Crease flat observed in the device. Wear abrasion observed in the device. No further actions are required as the device was implanted.

Manufacturer narrative:
Health effect-f15 recognized device or procedural complication; f2201-biopsy a review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.